Manufacturer narrative:
H6: it was reported that, during thr surgery, a polarstem modular head for 21000662 broke. The device intended for use in treatment was not returned for investigation nor was a batch number communicated. The reported failure mode could not be confirmed and the batch record could not be reviewed. A complaint history review was conducted. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Review of past corrective actions was performed. No further escalation is required. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. This instrument is designed to impact a ball head on the polarstem taper, it is therefore subject to repeated impact forces. It is additionally subjected to repeated steam sterilization processes which could contribute to an embrittlement of the device. It is however unknown for how many cycles this instrument has been used. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Therefore, based on the available information, the root cause of the reported issue remains undetermined. Smith + nephew will continue to monitor this device for similar issues. If the reported device or additional information become available, this investigation will be reopened.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during thr surgery, a polarstem modular head for 21000662 broke. Device outside the patient. The procedure was completed without delay using a s+n back-up device. Patient was not harmed.